Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a female patient, (B)(6). The intra-aortic balloon (iab) was inserted on (B)(6), 2011 by the hemodynamic service. The procedure was done without any incident. On (B)(6), 2001, "the patient was intervened successfully of catheterization of trunk. The patient was placed in the intensive care unit (ICU). While in the ICU, a leak was detected as the balloon was deflated." As a result, the iab was removed. Another iab was not inserted. There was no reported patient death or injury. There were no reported patient complications. The patient outcome is listed as "fine."